Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Approximately two years later, a revision procedure was performed due to acetabular cup loosening, reaction and elevated metal ions. The surgeon noted metallosis intraoperatively during the revision procedure. No further information has been provided to date.

Manufacturer narrative:
The surgeon forwarded an article containing limited information regarding total hip revision procedures. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." "Material sensitivity reactions." "Elevated metal ion levels have been reported with metal-on-metal articulating surfaces."